Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that a catheter, placed in the external jugular vein of the (B)(6) old female patient on (B)(6) 2016, was leaking fluid from the area near the base of the manifold. The leak was temporarily covered with reinforcing tape on (B)(6) 2016. On (B)(6) 2016 the device was retrieved out of the patient, since therapy was completed at the same time no additional device was placed in the patient.

Manufacturer narrative:
(B)(4). Product has been received and the investigation is ongoing. A follow up report will be sent upon completion of the investigation.

Event description:
It was reported that a catheter, placed in the external jugular vein of the (B)(6) old female patient on (B)(6) 2016, was leaking fluid from the area near the base of the manifold. The leak was temporarily covered with reinforcing tape on (B)(6) 2016. On (B)(6) 2016 the device was retrieved out of the patient. As therapy was completed at the same time. No additional device was placed in the patient.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record, specifications, trends and visual inspection of the returned device was conducted during the investigation. The visual inspection of the returned device reported 26.4cm of catheter was returned. The catheter was returned with clear tape around the base of the manifold. The device did not leak with the tape in place; the tape was removed to confirm the reported leak. A hole is visibly noted adjacent to the manifold when the catheter is stretched; the same hole is not visible when the catheter is in its relaxed, not stretched condition. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. There is no indication that a design or process related failure mode contributed to this event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, examination of the returned device and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints.

Event description:
It was reported that a catheter, placed in the external jugular vein of the (B)(6) female patient on (B)(6) 2016, was leaking fluid from the area near the base of the manifold. The leak was temporarily covered with reinforcing tape on (B)(6) 2016. On (B)(6) 2016 the device was retrieved out of the patient. As therapy was completed at the same time. No additional device was placed in the patient